Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range. The customer changed the infusion site and delivered a bolus of insulin via the pump to address the bg level. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, a system check to determine a possible cause of the occlusions was not performed.